Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion and elevated metal ion levels. Additional allegations indicate the medical records noted metal disease throughout the hip and a delay occurred due to multiple attempts to remove the head from the trunnion. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 1 states, "material sensitivity reactions" number 6 states, "inadequate range of motion." Number 15 states, "elevated metal ion levels have been reported." Number 10 states, ¿fretting and crevice corrosion may occur at interfaces between components.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-01610 and 1825034-2013-05970 / -05972).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6), 2008. Legal counsel for patient further reported that a revision procedure was performed on (B)(6), 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion and elevated metal ion levels. Additional allegations indicate the medical records noted metal disease throughout the hip and a delay occurred due to multiple attempts to remove the head from the trunnion. Additional information provided in patient's operative report noted a procedure was performed on (B)(6), 2008 due to a trochanteric fracture where wires and tensioner was placed on cables, no revision occurred. The patient's operative report noted fluid and granulation tissue at time of (B)(6), 2008 surgery. Additional information provided in patient's operative report noted metal disease, joint fluid, gray and brown synovium consistent with metallosis, and corrosion of the trunnion at time of (B)(6), 2012 revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.